Manufacturer narrative:
Patient age and weight were not made available from the site. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic spine representative reported that, while in a spine procedure, a grey navlock tracker and a 5.5mm tap became lodged together. The surgeon was using powerease with the two instruments. The medtronic representative was unable to pull the instruments apart. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.